Event description:
Same case as: 2134265-2013-09249 and 2134265-2013-09250. It was reported that automatic pullback failure occurred. The target lesion was located in the left anterior descending artery. During the procedure, it was noted that the motor drive unit (mdu) was unable to perform its automatic pullback function. The mdu was not lit but the sled was recognized. The procedure was completed with manual pullback. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).